Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had center button not responding. The customer¿s blood glucose was 109 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not dropped, bumped or no any cracked. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer states that numbers are ramping on their own. Customer states the scroll bar was moving with no input. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.